Event description:
It was reported that pump displayed malfunction alarm with code malf 0, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received guidance to reset pump, successfully cleared alarm without recurrence, was advised to continue using pump, and was instructed to call back if malfunction returned.